Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the wound closure survey source conducted, 3 patients experienced obstruction related to suture for the last 12 months.